Event description:
It was reported that inner blister was not sealed when opening the implant for implantation.

Manufacturer narrative:
An event regarding inner blister not being sealed completely involving a triathlon prim tib baseplate - cemented was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed that the flap of the outer blister was almost completely opened with only one edge still intact and the flap of the inner blister was opened about a third of the way with the remaining portions still intact. -medical records received and evaluation: no medical records were received for evaluation. -device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. -complaint history review indicated that there have been no other similar events for the same lot number. Conclusions: the exact cause of the event could not be determined because the product was returned with the flap of the outer blister was almost completely opened with only one edge still intact and the flap of the inner blister was opened about a third of the way with the remaining portions still intact. It is not possible to determine when the inner blister became unsealed.

Event description:
It was reported that inner blister was not sealed when opening the implant for implantation.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.